Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings chapter 4 / page 56: warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes chapter 13 / page 176: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
The patient reported that he had to go to the ER (emergency room) due to low blood sugar. His bg (blood glucose) levels got to as low as 50 mg/dl while wearing the pod between 36 and 48 hours on the arm. His bg levels were at 189 mg/dl the previous night and he gave himself a predetermined amount of insulin before he had gone to sleep. He stated that the following morning his bg levels had fallen to 50 mg/dl. Patient reports that he does not know what his diagnosis was. While at the hospital, his bg levels were monitored and he had blood work done. He was given graham crackers and milk to bring his bg levels back up. Patient reports he was not given any medication. Patient came home from the ER, the doctors at the ER told him he could continue treatment with a new pod. The device was thrown away.